Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device cutter could not be inserted, the device bearing damage, missing components, nose tube bent/damaged, fell apart, locking mechanism stiff/stuck and component damage. It was noted that the ball bearings fell apart, internal parts of the ball bearings were missing, and the extension sleeve was damaged. It was further determined that the device failed pretest for lock operation and cutter insertion. It was noted in the service order that the device had bearing damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.